Manufacturer narrative:
Carefusion file identification: (B)(4). Any addition information received from the customer will be included in a follow up report. (B)(4). Result of investigation: the service technician found during testing that the internal battery reveals a solid red charge status led, due to a fully depleted battery. Internal battery was replaced.

Event description:
The customer reported the model ltv (lap top ventilator) 1150 ventilator had an internal battery problem. The customer reported there was no patient involvement associated with this event.